Event description:
It was reported that a malfunction alarm occurred. The customer exposed the pump to extreme heat before the malfunction occurred. The customer reverted to manual injections for insulin therapy.there was no adverse impact to the customer¿s blood glucose level. Per tandem¿s t:slim x2 with control-iq user guide: "you should avoid activities which could expose your pump to temperatures below 41ºf (5ºc) or above 98.6ºf (37ºc), as insulin can freeze at low temperatures or degrade at high temperatures."

Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: "you should avoid activities which could expose your pump to temperatures below 41ºf (5ºc) or above 98.6ºf (37ºc), as insulin can freeze at low temperatures or degrade at high temperatures."